Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the proximal circumflex artery. The artery was very tortuous, heavily calcified with an acute bent. The lesion was pre-dilated and a stent was deployed. The physician then attempted to pass the endeavor sprint device through the previously deployed stent. This was unsuccessfully and after several attempts to the advance the device it was noticed that the stent had come off the balloon. A balloon was used to crush the dislodged stent to the vessel wall. The procedure was completed and patient is fine post procedure.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stent dislodgement). Patients condition affected effectiveness of device (very tortuous, heavily calcified lesion). Caused by another device/drug (presence of previously deployed stent). None (device not received for evaluation). Conclusion results - another device caused failure (presence of previously deployed stent). Device failure/lack of effectiveness related to patient condition (very tortuous, heavily calcified lesion). Operational context (removal of device from vessel).